Event description:
It was reported that the surgeon could not get insert to seat, placed second insert without issue.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding difficulty seating a triathlon pkr insert into a baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: a functional inspection indicated the device is fully functional. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar reported events for this lot ID. Conclusions: the reported event could not be replicated nor confirmed as the device was determined to be fully functional. It is likely the user attempted to implant the insert while misaligned with the baseplate.

Event description:
It was reported that the surgeon could not get insert to seat, placed second insert without issue.